Event description:
Utilized established primary/secondary tubing to administer IV potassium to patient. Backflushed secondary IV tubing that had previously been used for zosyn. Piggybacked potassium to ns bag that was infusing kvo rate at the time. Observed the potassium immediately began rapidly dripping into secondary tubing drip chamber despite infusion not yet being initiated on ivac. Noted fluid level rising in drip chamber of primary tubing. Immediately closed roller clamp to primary tubing. Clamped roller clamp for secondary tubing. Noted that tubing appeared to be setup according to facility policy, including extension hook for primary bag being fully extended, and IV pole raised to appropriate height above ivac. Disconnected primary tubing from patient IV. Occurred with another new setup, and then on the third new setup it functioned correctly. FDA safety report ID# (B)(4).